Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 24 and 36 hours, the site was infected. The patient consulted the doctor over the phone, who prescribed antibiotics (name unspecified) to treat the affected area.